Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was not working. Additionally, the customer reportedly experienced an issue inserting a cartridge onto the pump. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.